Manufacturer narrative:
The reported incident that 1.7 s variax hand lock t-plate, reg, 7 holes was alleged of issue s-93 (patient or user related) could be confirmed. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused as the patient accidentally leaned on the left fist and noticed from then on a visible secondary false position. The device inspection revealed the following: it is visible that the plate broke at the third screw hole. The close up views, done by the microscope, indicating though that the surface of the breakage is homogenous which again indicates conformity to the given specification. The returned screws are still intact and only show some traces due to the removal. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
It was reported by the surgeon that a patient came in with a visible defective position. The patient told him that he felt shored up with his left fist.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by the surgeon that a patient came in with a visible defective position. The patient told him that he felt shored up with his left fist.